Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple occlusion alarms occurred. Customer changed infusion sets and cartridges and successfully resumed insulin delivery. Additionally, it was reported that the customer experienced a blood glucose level of 23 mg/dl. Reportedly, customer believes bg level was a result of customer's healthcare provider changing customer's settings. Customer consumed carbohydrates to treat bg level. The customer was instructed to consult with healthcare provider regarding bg level.